Event description:
It was reported that post the implant of a endurant stent graft for a 60mm abdominal aortic aneurysm, the patient presented emergently with a type ib endoleak from the right iliac limb etlw1616c93e. A new iliac limb extension was placed in the right common iliac, and coil embolization of the hypogastric artery was performed. The ib endoleak was attributed to disease progression of the common iliac artery. No additional clinical were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.